Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was premature battery depletion. It was also reported the lead displayed high impedance, high threshold, and it was fractured. The device was removed and replaced. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.